Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the local staff was checking the operation of c1. However, no matter how many times they tried, the tightness test failed. No patient involvement.